Event description:
Customer reported that pump housing around the usb port was damaged, which impacted their ability to charge the pump and caused the pump to shut down. There was no reported adverse impact to the customer's blood glucose level. Customer was informed that the pump needed replacement, and technical support arranged for it to be replaced. Customer continued using the current pump as backup therapy. Technical support confirmed the shipping address, instructed the customer to allow the battery to deplete before transport, and to return the problematic pump to tandem using a pre-paid label and return box within ten days or when the battery depletes.